Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center had no image when the generator was energized. The issue occurred during an unknown event. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. Corrected fields: d10 additional information: b5, d8, e2, e3, g2, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. The device was evaluated by a field service engineer and the customer's complaint was confirmed. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "no image is displayed when the device is used with erbe generator (high frequency electrosurgery device)" malfunction would likely be related to the concomitant device es-ip system. Olympus will continue to monitor field performance for this device.

Event description:
The event occurred during a therapeutic peroral endoscopic myotomy (poem), that was completed using the same device, with 3 seconds delay every time the screen blackout.